Event description:
This male pt with a history of previous pci (non-target), hyperlipidemia, smoking, and a family history of cad was admitted for coronary evaluation. He was currently taking aspirin, plavix, and statins. The main indication for the eval was stable angina. Baseline labs and vital signs revealed mild cardiomyopathy (ejection fraction 30-50%). Angiography revealed a 60% to 85%, 36mm, de novo, irregular, eccentric, type-c lesion extending from the proximal through the mid left anterior descending artery (lad). This lesion crossed the bifurcation of the diagonal branch. Heparin and reopro were administered. The mid-lad and diagonal were double wired. The mid-lad (85% stenosis) was pre-dilated with a 2.0 x 20mm balloon inflated to 18 atms. A 2.25 x 23mm cypher select plus stent was deployed to 18 atms with satisfactory results. Then a 2.25 x 13 mm cypher select plus was deployed to 20 atms with satisfactory results. Following deployment of the second stent the lesion became occluded distally. This was treated with reopro infusion, nitroprusside, and nitroglycerine intracoronary. The proximal lad was not pre-dilated (60% stenosis). A 3.5 x 13mm cypher select stent was placed via direct stenting technique and was deployed to 14 atms with satisfactory results. The stents were not post-dilated. Post procedure the pt experienced chest pain. Cardiac enzymes were elevated > 5 times (peak) the uln (ck, ck-mb) and troponin). The pt was ruled in for a later wall mi. There was no evidence of thrombosis. This required a prolonged hospitalization, but no add'l action was taken. The event resolved without sequelae and the pt was discharged after five days.

Manufacturer narrative:
Cypher select product is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt. This is one of three report submitted for the same event. Please reference MFR report #s: 9616099-2008-00767, 9616099-2008-00768, and 9616099-2008-00769.